Manufacturer narrative:
The patient underwent mesh implantation concurrently with hysterectomy on (B)(6) 2006. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding, recurrence, dyspareunia. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a hysterectomy and gynecological procedure to treat stress urinary incontinence. On (B)(6) 2006 and a mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with bso due to pelvic pain, menorrhagia, and sui. No additional information has been provided.